Manufacturer narrative:
Product event summary: the lead was returned and analyzed. Analysis revealed that the distal conductor of the lead was extrinsically over-rotated. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that lead was attempted to be implanted but not used due to difficulty extending the helix during implant. The lead was removed from service and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.